Event description:
Customer reportedly received results of 285 mg/dl and 114 mg/dl on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.